Event description:
It was reported that during an implant procedure when deploying the indirect decompression spacer, the spindle cap was broken. The broken spacer was removed and a new spacer of the same model was used to complete the procedure successfully. The device will not be returned as it was retained by the medical facility.

Manufacturer narrative:
The device was not returned for analysis, however a review of the pictures provided from the field of the explanted indirect decompression (ID) spacer revealed that the spindle cap was completely sheared off from the implant body. This damage indicates that excessive force was used. Additionally, the damage signifies the break was due to deployment against resistance, such as bone, and/or manipulation of the position of the device by shifting the inserter. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Device breakage can occur when used with forced deployment and is noted within the IFU as a potential complication associated with use of the device.

Event description:
It was reported that during an implant procedure when deploying the indirect decompression spacer, the spindle cap was broken. The broken spacer was removed and a new spacer of the same model was used to complete the procedure successfully. The device will not be returned as it was retained by the medical facility.